Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm. The explanted leads were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the tip of the patient's lead exited his skin and that the patient had a non-device and non-procedural related infection at the lead site. The patient was placed on antibiotics and underwent an explant procedure wherein the leads and the ipg were replaced with new ones.